Event description:
The facility reported a patient with post-op inflammation about a week and a half ago. They declined to complete the questionnaires. They have been using detergent to clean their handpieces; they have noticed brownish rust deposits under the microscope, and have replaced the I/a handpieces.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.